Event description:
It was reported that the subject device experienced a no signal problem during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Customer was not getting any video signal on the monitor. Customer was routing sdi video signal from the cv-190 to the monitor. Tac asked the customer to press and hold port a on the monitor and tell him which video signal is at. He responded dvi. Tac asked him to use the arrows on the monitor and change it to sdi 2 because he is running the video signal to sdi2. Once he made these changes the image showed up on the monitor fine. Unit is working fine. No further help needed from tac. The aspect ratio was changed on the cv-190 from 16;9 to 4;3 because the image was not center on the monitor. The system was working fine after that. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.